Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip and was only held together by the conductor wire. The broken piece is hanging from the instrument. Components adjacent to this broken grip do not show damage. The molded insulator is intact. No missing components found. The complaint was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing "off-label" surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.

Event description:
It was reported that during a da vinci-assisted component separation etep surgical procedure, the force bipolar instrument was broken while using. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information on 01/15/2026: the instrument did not experience arcing, smoking, sparking or melting. The instrument did not move with non-intuitive or uncontrolled motion. The instrument did not exhibit loss of cautery. The instrument did not have broken, frayed or loose cable at the wrist. The distal end broke but did not detach as it was partially held in place. The grips were not able to close.